Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a px slim delivery microcatheter (px slim), the ruby coil pusher assembly became bent; however, the ruby coil was advanced into the aneurysm. In order to achieve a better packing density, the physician decided to retract the coil in the microcatheter before deploying it again. While retracting the ruby coil into the px slim, the physician met resistance and the coil unintentionally detached. While using a snare device to remove the ruby coil from the patient, it broke into two pieces. The physician removed one piece of the broken ruby coil using the snare device; however, the other piece was left in the patient. The procedure was stopped at that point since the vessel was embolized. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2016-00170.